Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's battery died after a day of replacing it. The insulin pump kept turning off and powering down. The insulin pump alarmed motor error a couple of weeks ago. The customer was able to rewind the insulin pump. It was the second occurrence of an off no power alarm in less than 24 hours after low battery warning. Customer's blood glucose level was not reported. The device was returned.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self -test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alert, low battery alert and dead battery was noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.